Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that when the obturator was removed, the valve stayed stuck inside the trocar. The surgeon changed of device. Additional information requested via email.

Manufacturer narrative:
(B)(4).